Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she noticed a week or so ago that when she lays down in the reclining position the stimulator is going crazy. Patient stated the vibration is insane. Patient was on vacation last week when she noticed pt stated she went into the menu and everything lit up except for the check position option patient stated that she can't check the position because it is grayed out in the menu. Pt verified that she should have adaptive stimulation on group a pt verified she is on group a pt stated she did check her other groups b an c but check position does not come up on those options either. Patient stated she is not sure the last time she used adaptive stimulation. Patient stated it vibrates so hard when she is laying on her back or in the reclining position. Pt stated that she is not able to sleep because of the vibration. Patient service specialist is sending a message to the local field representative about patient call. The issue was not resolved - pt was not able to turn adaptive stimulation on any of her available groups.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.